Event description:
On 10/7/24 an ilet user's daughter reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user's daughter reported that, due to dementia, the user accidentally announced a meal five times, causing a bg drop below 70 mg/dl. Receiving an alert while away, the daughter returned home to correct the low with food and glucose. The daughter provided a peanut butter and honey sandwich, 12g of sugar pills, and a candy bar. During the call, user's bg was at 72 mg/dl and later reached 80 mg/dl, with instructions from the agent to monitor closely. A follow-up confirmed bg was stable at 106 mg/dl. The daughter expressed concerns regarding user's ability to manage the device independently due to worsening cognitive impairment and elected to take the user off the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. 5 dinner meal announcements were delivered over the two hours prior to the hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user announcing multiple meals unintentionally as a result of their dementia, resulting in an excess of insulin.